Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient experienced rash and itchiness 30 minutes after the start of an infusion of taxol combined with other unspecified medication. The itchiness decreased but the rash persisted. Although requested there were no other event details provided by the customer.